Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient experienced bleeding from the impella access site. Perclose sutures were tightened, and oozing stopped. Also, bival was held for approximately three hours. Additionally, it was reported that left femoral artery distal pulses were undetectable. The cp was escalated to impella 5.5.

Manufacturer narrative:
Correction: g4, h5 the investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: the cause of the bleeding is determined to be use issue because the bleeding was stopped by tightening the perclose sutures. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.